Manufacturer narrative:
Related manufacturer report number # 2916596-2023-03107. Manufacturer's investigation conclusion: a direct relationship between the device and the reported aortic insufficiency (ai) could not be conclusively determined through this evaluation. Additionally, evaluation of the patient¿s submitted log file confirmed minor elevations in pump power; however, a direct cause for the reported events could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2023 to (B)(6) 2023. The pump operated above the low speed limit for the duration of the log file. The log file recorded minor elevations in pump power on (B)(6) 2023 and (B)(6) 2023. The log file appeared to show the system operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the site will consult structural heart team for possible transcatheter aortic valve replacement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with a known worsening aortic regurgitation had a pre-syncopal episode that prompted ventricular assist device (vad) interrogation. Since the one presyncopal episode, the patient felt fine with good pressure and stable labs. Lactate dehydrogenase was pending and echocardiogram (echo) showed moderate aortic regurgitation. Log files were submitted for analysis due to elevated powers and flows. The log file captured a few power elevation on (B)(6) 2023 and (B)(6) 2023 and had not been any further power elevations for the remainder of the log files.